Event description:
Allegedly patient has significant osteoporosis around hip. This component was removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00297, 00298.

Event description:
Allegedly patient has significant osteoporosis around hip. This component was removed during the revision of another component.

Manufacturer narrative:
Conclusion: no device failure. Product not returned. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Evidence that product in spec when used. Use of device could not be determined.